Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Method & results: not performed as no product was returned and as an incorrect lot code was provided, the appropriate retain samples could not be identified for testing. Not performed as no medical records were provided. However, other than a 5 minutes delay, no adverse consequences to the patient were reported. Device history review and complaint history review could not performed as invalid lot details were provided. Conclusions: as invalid lot information was provided, the reported setting time issue could not be tested. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. A CAPA trend analysis was conducted for the reported failure mode and concluded that simplex setting time issues may result from other factors not necessarily related to the product. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that the cement began hardening to the point where it was difficult to expel from the cement cartridge at 7min from the beginning of mixing. This caused a case delay due to the need to mix another batch of simplex t to address the femur. 69f ambient room temp. It was reported that no complications associated with event. Event added 5 extra minutes to the case as a 2nd mixing of cement was necessary.

Event description:
It was reported that the cement began hardening to the point where it was difficult to expel from the cement cartridge at 7min from the beginning of mixing. This caused a case delay due to the need to mix another batch of simplex t to address the femur. 69f ambient room temp. It was reported that no complications associated with event. Event added 5 extra minutes to the case as a 2nd mixing of cement was necessary.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.